Manufacturer narrative:
(B)(4). Batch # 556a06. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, also a piece of tissue between the jaws and the firing mechanism in the return stroke with the knife not fully back; the red manual knife reverse button was activated and the knife returned to the home position, using more force than normal. One ecr60m reload was loaded into the device. The reload was received fully fired. In addition, a clip was found in the piece of tissue. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colorectal procedure after firing the device would not open. It was cut off of tissue. There were no patient consequences.